Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to fail the engagement test based on log review and during in-house testing. The sureform 45 stapler was placed on an in-house system with an in-house drape and seal. The engagement test was performed three times and failed. The instrument was also found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. There were no signs of corrosion found on the roll bearing. The sureform 45 stapler instrument was found to have thermal damage to the chassis. The chassis was warped due to being autoclaved. The instrument was found to have loose snake wrist cables at the proximal end. This failure is a result of the warped chassis. The complaint regarding the sureform 45 stapler jaws being stuck after insertion of the second reload was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary found. The customer clarified that the procedure had started with the sureform 45 stapler with lot # t10220707-0239, then continued with the sureform 45 stapler with lot # t10220707-0244 and was completed with a third party instrument. The customer clarified that the procedure was not converted to laparoscopic surgery but was completed robotically with a laparoscopic instrument. The stapler didn't work at all on use of second reload and only the first fire was done. There were no issues delivering staples and the stapler was not stuck on tissue. When the event occurred, the customer was stapling the rectum using a green reload because it is the standard reload used on rectum tissue. The rectum tissue being worked on was not calcified and there was no tissue tension or tissue bunching during the event. The reload was not available for return. No images were available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress, to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi), failure analysis engineer (fae). The stapler logs show sureform 45 stapler (part#: 480445-04, lot#: t10220707-0244) was installed on the system five times. And fired once using a green reload on the first install. On the subsequent four installations, the sureform 45 stapler failed to engage with the system. The logs show four instances of error code 22020, indicating that the roll axis hardstop check failed in each instance. On the only successful install of this sureform 45 stapler, the first clamp attempt was incomplete, stopping at about 70% completion after a clamp hold time of 22 seconds. The 2nd clamp attempt was successful, and the firing was completed with no pauses for compression. There were no incomplete unclamps or firing failures during this procedure for this sureform 45 stapler. There were no other errors related to this specific stapler in the msc logs and nothing to indicate that the jaws were stuck. The subsequent engagement failures prevented the stapler from being used more than one time. This complaint is considered a reportable event, due to the following conclusion: it was reported, that the sureform 45 stapler instrument's jaws were stuck after insertion of the second reload. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted low anterior resection (lar) surgical procedure. The sureform 45 stapler jaws were stuck after inserting the second reload. A third-party instrument was used, instead of the sureform 45 stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site confirmed, the stapler part and lot numbers.